Event description:
Reportedly, during contralateral approach, stented sfa with 150mm stent and it ended up 80mm in length. Dr states he had handle stable and it didn't move. As a result he angioplastied multiple times to get good blood flow through the stent. At the end of the case he had good blood flow with good pulses.

Manufacturer narrative:
Device not returned.